Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for safety shield separation with the incident lot was not observed. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that the safety shield fell off a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder when the lab tech tried to put it on the needle after sampling.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield fell off a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder when the lab tech tried to put it on the needle after sampling.